Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and she had to change the battery 3 times to get the display to return. She received a battery out limit alarm after changing the battery. Blood glucose value was 133 mg/dl. She stated that the batteries were not out of the device greater than duration allowed. During troubleshooting, the customer stated that the battery cap was not damaged or corroded. The customer was not using the recommended battery type. She was advised that a battery cap replacement would be sent and to monitor the device.